Event description:
Boston scientific received information that noise was stored on the right ventricular (rv) lead rate/sense lead. The noise did not inhibit pacing. Notedly, the patient had an left ventricular assist device (lvad). Additional information was later received that the patient with this device system was admitted for heart failure symptoms (copd). Ventricular tachycardia (vt) was noted on telemetry, however, no stored episodes were present. The vt was resolved through prescription medication. The presenting egm displayed extra markers on all three egm¿s around the same time. The noise was suspected to be caused from the lvad. Upon review of the egm strips, low r-wave measurements with no sensing was observed. Additionally, no capture and no ventricular sensing detected, however, the patient had an intrinsic rate of near 80bpm. An xray was performed and it was noted that the lead remained endocardial. The device was to be programmed to aai. No further observations were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.